Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed the pulse test and the electrode belt connector was damaged on the monitor case. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause was the leads on the c19, c20, and c21 high voltage capacitors were lifted from the solder pads on the defibrillation board. The root cause for the broken leads could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement (B)(4)) to reduct the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. In addition the electrode belt connector was pulled from the monitor case. The belt receptacle was pulled from the j1001 connector on the computer/ analog (ca) board. The root cause of the pulled connector cannot be positively identified but is likely excessive force at the connector while an electrode belt was attached. No adverse event resulted from the broken leads and damaged connector. The last patient to use this monitor did not report any problems.